Event description:
A report was received that the patient was experiencing increased lumbar pain. It was noted that the patient was frequently charging her ipg. The patient was given injectable interventions with minimal pain relief and will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing increased lumbar pain. It was noted that the patient was frequently charging her ipg. The patient was given injectable interventions with minimal pain relief and will undergo an ipg replacement procedure.